Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise reversion episodes at regular intervals. The patient was asymptomatic. Device reprogramming was recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information on 5/24/2016 stated that the pulse generator exhibited oversensing and crosstalk. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that there were episodes of automated mode switch (ams) due to the reoccurrence of oversensing on the device. Reprogramming changes were scheduled for the next follow-up appointment and the patient was stable with no consequences.